Manufacturer narrative:
The unit was returned for investigation on 25-sep-2025. The unit was returned with a "system hot" complaint, which was confirmed upon physical inspection. It was found that the fan had been displaced and was contacting the accumulator, likely due to a high impact event such as the unit being dropped. The psa cycle being high (16) is an indication the zeolite is getting contaminated by moisture.contaminated column contributed to the low oxygen level. Damaged compressor mounts due to the compressor vibration. The top housing was also replaced due to cosmetic damage.

Event description:
It was reported that the patient's unit was overheating and displayed the system hot error message while they were at the doctor's office. The unit also stopped outputting oxygen due to the error. As a result, the patient's oxygen levels dropped and they were taken to the hospital and admitted. They were discharged a few days later and they received their replacement unit which is working well for them.